Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on both channels via merlin.net. Review of episodes revealed possible electromagnetic interference. The patients condition was fine and will be monitored for further instances.